Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
Additional manufacturer narrative: cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following information was reported to gore: on (B)(6) 2021, a patient underwent treatment to extend a previously implanted device in the left iliac artery using a gore® viabahn® vbx balloon expandable endoprosthesis (bxal087901j). The left inferior gluteal artery was covered by the bxal087901j unintentionally. The physician decided to monitor it. The patient tolerated the procedure.